Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth and weight were not provided for reporting. (B)(4). Device was requested for evaluation. Device was not returned. Pending evaluation of manufacturing review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer indicates that the access flosser head falls off in mouth when used with the listerine ultraclean access flosser handle. Consumer stated that the access flosser and popped off in my mouth. The floss gets stuck between my teeth.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.